Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet touchscreen was cracked, likely due to being dropped while the user was at work as a mechanic, resulting in partial loss of touch functionality on the upper portion of the screen while the lower portion remained usable; the affected device component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user/third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.